Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges they observed a deviation between arterial pressure and non-invasive blood pressure.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint could not be confirmed as the returned units functioned as expected. The problem experienced by the customer could be due to factors which included underdamped, bubbles entrapment, partial occlusions, catheter whips, or artifacts from patient access, excessive stress applied such as overtightening and flexing of cable during product set-up. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.